Event description:
I had essure implanted (B)(6) 2008 and had ongoing pain, heavy bleeding, etc. After years of back and forth to the doctors I ended up having a full hysterectomy. I requested pathology to give me the coils and they were only able to recover 1.5 of the 2 coils. Since the hysterectomy on (B)(6)2014 I have not had any pain, cramps and no more visits to the doctors. I felt like a poison was removed from my body.